Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3550-29, lot # n492972, implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
It was reported that the patient was having a warm sensation around the implantable neurostimulator (ins) pocket during recharging. They stated that every time they have charged the device since implant that it ¿burns the skin¿ and this is preventing them from charging. The patient stated the burns they were getting were first and second degree burns. After the burns go away the patient then gets a bruise. The patient has tired putting a dish towel between the antenna and the skin when charging but it was still burning them and caused no connection. The patient further went on to note a shocking/jolting sensation and that it was ¿electrocuting them¿ without even charging. They were able to charge their device to 50% but the whole time it was burning and shocking them. Along with the burning and shocking the patient reported that they are able to see the device through their skin and it is protruding out more and more every day. The noted the shocking and burning were causing such pain that they were throwing up and noted their knee and buttocks were hurting. At the time of the call the patient¿s device was off and they had not used it in 1.5 weeks because of the burning and shocking. The patient¿s implant site was also still sore since being implanted. They met with their health care provider (hcp) on (B)(6) 2015 and checked the device location and their manufacturer representative gave them a new antenna approximately 1 month prior to the call. The hcp did not know the cause of the event, but instructed the patient to ice before and after recharging and educated them on proper positioning of the recharger paddle. The patient did notexperience a loss of effect however the symptoms were still occurring.

Event description:
Additional information received reported that since implant the patient had felt discomfort during charging and bruising after charging. The week prior to this report, the managing doctor had the patient charge for 30-40 minutes in the office and the only thing noticed was a bit of warmth. The doctor suggested shorter intervals, a shirt in between the antenna and the patient, and to keep the belt loose. The implantable neurostimulator (ins) was off at the time of this report and the patient could charge with the ins off. The patient would feel shocks throughout her pocket. Stimulation had been off a few days. No follow-up was required as this was only a further description of the issue follow-up was already performed for, and all known information was provided at that time.

Event description:
Additional information was received from the manufacturer representative that stated no reprogramming was done. Also, the cause of implantable neurostimulator (ins) protrusion, shocking sensation, and knee/buttock pain was not determined. However, the cause of warmth, burning, and bruising at the ins site was determined to be due to recharging. It was also noted that the patient saw their health care provider (hcp) the week prior to report, who had the patient recharge for 45 minutes. A slight warmness over the recharge area was noticed, but no bruising or redness was noted.